Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized. The customer's blood glucose level was unknown. They stated that the insulin pump was needed to be replaced. The insulin pump will be returned for analysis.